Manufacturer narrative:
Image analysis the customer returned one image for review image 1: this image depicts what appears to be the abre device and it appears to be broken in two pieces. The abre device was not inside the patient when the issue occurred. The lesion/vessel site/location associated with the event was the iliac vein. There was no injury to the patient as a result of the difficulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis visual inspection: the abre device returned with the catheter protector in two pieces the detached part of the catheter protector was not loaded on the catheter the red locking pin was secure in the handle the size indicated on the strain relief was 9f 18mm x 120mm a kink was observed on the blue retractable sheath the red locking pin was removed the thumb wheel was rotated and the stent deployed with no issues noted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Limited information reported that during a procedure the abre catheter/delivery system broke into two pieces. A replacement stent was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.